Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: graftmaster 4.0x16mm (B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities. The reported patient effects of myocardial infarction and thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling. It should be noted that IFU states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The graftmaster 4.00x16 referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a large pseudo-aneurysm in the circumflex artery. A 4.00x16 mm graftmaster rx and a 4.00x19 mm graftmaster rx were advanced, the balloons were inflated to 16 atmospheres and both stents were successfully implanted. The aneurysm was successfully treated. Two graftmaster stents were needed due to the length of the pseudo-aneurysm. The graftmaster stents did not cause or contribute to any complications or adverse events. The patient returned on (B)(6) 2015 with angina symptoms and evidence of a small non-st elevated myocardial infarction (non-stemi). A repeat catheterization was performed on (B)(6) 2015 and found that the graftmaster stents had thrombosed. The stents were unable to be reopened; therefore, the patient was treated medically and has had resolution of all angina symptoms. There was no additional information provided.